Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) stated they connected themselves, drained some solution, and then disconnected themselves to obtain a solution sample in a clean bag. The hp did not cap the patient line and reconnected. The technical service representative (tsr) advised the hp they would need to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient disconnecting and reconnecting is a known cause of the alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.